Manufacturer narrative:
This event is being reported as a malfunction as this device has been the subject of a similar malfunction resulting in serious injury in the last two years. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the tip of two lock-screw torque drivers (39-rd-0060) broke during set screw tightening of the locking cap. The tip was removed and another driver was readily available to complete the procedure with no significant delay and no patient injury.

Manufacturer narrative:
Root cause of the tip failure could not be determined. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution in august/september of 2015 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for the reported lot number. Further review did not identify a trend for reports of this nature for this part number. The need for corrective action was not indicated.